Manufacturer narrative:
(B)(4).

Event description:
The complaint transmitter device was returned for evaluation. The device was visually inspected and no defect was found. A voltage test was performed and it passed. A pairing test was performed and it passed. Functional testing was performed and there was no failure detected. The bin log was downloaded and evaluated with errors observed. The reported event loss of connection was confirmed. A root cause could not be determined.

Manufacturer narrative:
Sr-(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a loss of connection occurred. No additional event information is available. Data has been received but not yet evaluated. A follow up report will be submitted upon completion of investigation.